Event description:
A technician at the hosp grabbed an empty evacuated container by the neck to take it off the shelf, the bottle exploded. The glass shattered. The technician had several punctures in their hand and was sent to the ER. The ER cleaned the punctures and no stitches were required. The technician is currently fine.